Event description:
The customer reported the system will not connect, the interconnect cable is not fitting together correctly. The fse noted the sys was unable to boot up due to the cable issue. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.